Event description:
It was reported that an occlusion alarm occurred on an ilet using a steel contact detach infusion set with 23-inch tubing, after which delivery was resumed following tubing inspection that showed no kinks or bubbles and the user agreed to monitor for recurrence; the user reported a blood glucose of 214 mg/dl at the start of the call with hyperglycemia considered of unclear cause and no acute symptoms, and glucose was trending down to 206 mg/dl after troubleshooting. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included no need for medical intervention, no hospitalization, and resolution in progress with glucose trending down. Investigation included customer service troubleshooting and user education with verification of tubing and resumption of delivery. Investigation of this case revealed no device malfunction detected during troubleshooting and no obstruction identified in the infusion line at the time of evaluation. It was concluded that the cause of the hyperglycemia and occlusion alert was undetermined with no evidence of product failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.